Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer hospitalized due to hypoglycemia on (B)(6), 2021. The customer's blood glucose level at the time of incident was 33 mg/dl. Customer's current blood glucose level is 103 mg/dl. Customer was treated with glucagon, glucose tablet and food. Customer also reported symptoms like mental confusion. Customer stated that the insulin pump's auto mode system was not on. Customer was using insulin pump within 48 hours of reporting low blood glucose event. The customer was assisted with troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.